Event description:
It was reported that indication for use: low cardiac output. While in the cardiac surgery operating room, the intra-aortic balloon (iab) was prepped and a sheath was inserted via the pt's left femoral artery. The iab could not be inserted through the sheath; according to the details the catheter could not be moved forward. The md pulled the iab back out of the sheath and tried to insert the catheter through the sheath again, with no success. The md removed the iab from the sheath and noticed that the internal lumen was broken and had ruptured the balloon membrane. The md requested another iab for insertion and within 5 minutes the iab was replaced. The second iab was inserted in the same insertion site and the placement was verified via a tee (transesophageal echocardiogram). There was no reported pt death or injury. Medical / surgical intervention was not required. There was a 5 minutes delay in intra-aortic balloon pump (iabp) therapy. The pt expired 2 days later. According to the md, the pt death was not related to the reported event. The device did not contribute to the pt's death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.